Manufacturer narrative:
(B)(6). The device was manufactured between june 27, 2016 ¿ june 29, 2016. The device was received for evaluation with no fluid in the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no evidence of a leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The leak was observed from the coil cap after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.